Event description:
A customer reported approximately 30cc of clenz / diluent leaked from the bottom of their act diff instrument. No erroneous results were generated in connection with the reported event. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer via phone troubleshooting but was unsuccessful as the baths were overflowing. A field service engineer (fse) was dispatched. The fse replaced the check valve at the waste peristaltic pump and vic (vacuum isolation chamber) to resolve the bath overflow issue. Upon recur, the failure mode identified could cause dilution errors when testing rbc and wbc, due to improper bath drain. The manufacturer reference number for this event is (B)(4).